Event description:
On (B) (6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the reporter by phone. The patient's daughter did not recall when the alleged issue started; however, confirmed it began after she replaced the subject meter's battery. The cca noted that the patient manages his diabetes with oral medications. It is not known if the patient made any changes to his diabetes management as a result of the alleged issue. The reporter claimed that on an unspecified date/time, after the alleged issue began, the patient felt dizzy and "passed out". It is not known if the patient received medical treatment after he "passed out". At the time of troubleshooting, the customer care advocate (cca) noted that the alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly passed out after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.